Event description:
It was reported that the pt's first pump implant was never used due to the pt's reaction to morphine. That pump was replaced, but the catheter (which was leaking) wasn't. The therapy was not working for the pt. It was also reported that the pt had an MRI of their head and an infection was diagnosed by the physician; the physician stated that the pump needed to be explanted. The pump and catheter were explanted. The medication being delivered via the device was prialt. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when analysis is complete.